Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2023. On (B)(6) 2023, the patient was experiencing dizziness. The patient¿s cgm reading was 89 mg/dl (no bg meter reading taken at this time). Due to her symptoms, the patient called 911. When emergency medical services (ems) arrived, the patient¿s bg via fingerstick was 39 mg/dl (no cgm comparison provided at this time). Ems treated the patient with a ¿liquid glucose medication¿ and transported her to the emergency room (ER). At the ER, the patient was further treated with orange juice and peanut butter. A repeat bg via fingerstick was 40 mg/dl after treatment. The patient was then given a meatloaf dinner to eat. After that, the patient¿s bg fingerstick was ¿over 100¿ mg/dl. At this point, the patient was discharged home. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.